Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. It was alleged that the pump caused the patient to have a blood glucose higher than 250mg/dl without symptoms. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10 -dec-2018 with the following findings: during investigation, the pump passed all required delivery accuracy testing. The battery cap was cracked. The pump history showed no evidence of delivery interruptions. The pump history was reviewed from (B)(6)2018 until end of use on (B)(6)2018 and the total daily dose was consistent and added up correctly with the users basal program. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.